Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. An implantable neurostimulator (ins) overdischarge was suspected. The patient was at the doctor¿s office because he is ¿seeing a poor, actually he doesn¿t see a por he is in the overdischarge state, he has been for at least a month.¿ the recharger was not charging and the connector pin is loose, this has occurred ¿since (B)(6) of 2014.¿ the connector is damaged in the recharger. The connector pin on the desktop charger is okay. A week later the company representative confirmed that they were able to meet with the patient to trickle charge his ins and clear his power on reset (por). The patient has been able to fully charge his ins, and is getting good coverage of his painful areas. Impedances are all within normal limits. The plan was to meet in a month to activate his adaptive stimulation (as). The recharger was requested for analysis but was not returned. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.